Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. Customer reported that level 1 and level 2 controls were tested upon opening the kit on 04/02/2026. The controls were within the target range according to package insert instructions: level 1 = 7.4 ug/dl (target range = 6.2-12.2 ug/dl) and level 2 = 22.8 ug/dl (target range = 22.3-30.3 ug/dl). Customer reported receiving an elevated leadcare ii patient blood lead test result on (B)(6) 2026 of 9.6 ug/dl with a corresponding confirmatory test result of less than 1.0 ug/dl. Technical services (ts) requested a copy of the confirmatory test results, but the customer was unable to provide. The customer stated there were other specimens with falsely elevated results but was unable to provide the number of samples involved or the blood lead test result values (from leadcare ii or from confirmatory testing). Customer reported no issues prior to the use of this blood lead test kit. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · contact with the skin when wiping away the first drop of blood customer reported no vents near the leadcare ii analyzer and no ongoing construction in or around the facility. Customer reported their leadcare ii analyzer is clean and dry, and the sensor prongs appear golden. The customer stated they use the ac adapter labeled leadcare only. No batteries are installed in the analyzer. Customer reported staff only use powder-free gloves at the facility. Ts attempted to contact the customer on 05/14/2026 and 05/18/2026 to confirm the customer's shipping address. The customer confirmed shipping address on 05/19/2026. Ts mailed a replacement test kit on 05/20/2026. Ts attempted to contact the customer and left a message on 05/27/2026. No follow up has been provided by the customer to date.

Manufacturer narrative:
This customer reported two (2) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.